Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was having difficulty communicating with the remote control despite cycle charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn (B)(6). Investigation results, media review, device analysis. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The ipg displayed normal characteristics during both the visual and functional inspections. However, a review of the charging log revealed two issues that may have contributed to charging difficulties. The first issue was a potential misalignment of the charger with the ipg, which resulted in a lower-than-expected charging current. The second issue was inadequate ventilation, which caused the charging process to halt once a temperature limit was reached. Device history record. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion. Based on all available information, boston scientific concludes that the reported allegation of remote control (rc) unable to communicate with the implantable pulse generator (ipg) was not confirmed. After fully recharging the ipg in one cycle, it successfully paired with a known good rc without any issues. However, the allegation that the patient had unsuccessful attempts charging the ipg was confirmed through the review of the charging log. Thus, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that the patients implantable pulse generator (ipg) was having difficulty communicating with the remote control despite cycle charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.